Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located on the left autogenous arteriovenous endovascular fistula of the patient, as seen on the ultrasound. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The physician inflated the balloon third times at 20 atmospheres each. However, after third inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with the original device and a horizontal burst was noticed on the balloon after it was removed. There were no complications nor injuries reported and the patient was in stable condition.

Manufacturer narrative:
A mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 15mm proximal of the distal balloon markerband. The distal section of the balloon material had been pulled distally towards the tip of the device. This type of damage potentially occurred when the device was being withdrawn through the sheath. A visual examination observed damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located on the left autogenous arteriovenous endovascular fistula of the patient, as seen on the ultrasound. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The physician inflated the balloon third times at 20 atmospheres each. However, after third inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with the original device and a horizontal burst was noticed on the balloon after it was removed. There were no complications nor injuries reported and the patient was in stable condition.